Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was attempting to bolus when the alarm occurred. Customer's blood glucose was 4.1 mmol/l at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had alarmed button error followed by intermittent buttons response due to corroded keypad traces. The device had cracked case at display window corners, reservoir tube, and battery tube threads. It also had minor scratches on the lcd window.